Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "broken cable" was confirmed during device evaluation. Service determined by visual inspection that the ac cord was broken. The ac cord was replaced to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.